Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2019 with ectasia in the left eye (os) post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient went for yearly exam and had 20/40 uncorrected vision. The patient''s comments were of glasses helped but still feels vision is blurry (os). The topography at his eye doctor's office showed irregular astigmatism/ectasia. Patient reported symptoms are not interfering with daily activities. The patient was referred to a corneal specialist. Bcva from (B)(6) 2017: right eye pre-op 20/20, -2.50 x .00 x 90; left eye pre-op 20/20, -2.50 x -.50 x 110. Bcva from (B)(6) 2017: right eye post-op 20/20, .00 x .00 x 90; left eye post-op 20/20, -.26 x -.25 x 115. Bcva from (B)(6) 2019: right eye post-op 20/20, left eye post-op 20/25.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.